Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 36866838, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief, and lead migration occurred, which further contributed to inadequate stimulation. An x-ray was performed to verify the migration of the lead. The patient underwent a revision procedure and was doing well postoperatively. The explanted device will not be returned as it has been discarded.